Event description:
The customer reported an elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Signals in the run data file did not indicate an obvious root cause for the elevated wbc content. There are no events (changes in pump speed, substate changes, etc.) In the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available information, it is possible that this leukoreduction failure could be donor-related. It is also possible that a sampling, calculation, or other process error may have contributed to the higher-than-expected wbc content in the platelet product.

Event description:
Platelet pre-count: 211x10^3/¿l; hematocrit: 43%; tbv: 4579ml.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.